Event description:
On (B)(6) 2010, a gore propaten vascular graft was implanted during a bypass procedure. The procedure was performed from the left common femoral artery to left above-knee popliteal artery. Within one month post-implant, the patient experienced hemodynamic failure and limb loss.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.